Event description:
It is reported that during surgery the drill used to hold the through guide became stuck in the drill guide. This caused damage to the prepared bone surface. The surgeon decided to downsize the femoral component. Nothing needed to be done to repair the damage to the bone surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.